Event description:
It was reported that the closure device shifted and then embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and released in the laa. The closure device migrated proximally to the ostium and was now under compressed. The physician attempted to retrieve and explant the closure device but was unsuccessful. The closure device embolized and moved to the left ventricle of the patient. An interventional cardiologist was brought in and they were able to snare the closure device and remove it from the patient. The procedure was continued and a new wds was then used to successfully complete the procedure. There were no complications that were reported to have occurred as a result of this event.